Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is intermittently responsive. The up arrow button contact does not have normal click or spring-back.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button was hard to press or required multiple button presses to elicit a response. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump clipped to a belt in a case and cleaned the pump with a damp rag. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.